Event description:
On sept. 5, I purchased an ellume at home covid test from a (B)(6) in (B)(6). The test came back positive, but two follow-up tests (naat on (B)(6) 2021 and pcr on (B)(6) 2021) came back negative. I believe I received a false positive result from the now recalled device. FDA safety report ID # (B)(4).